Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The patient was found to be in ventricular tachycardia on remote implantable cardioverter-defibrillator (ICD) interrogation on the morning of death. The patient had a history of ischemic cardiomyopathy with ventricular tachycardia, right ventricular dysfunction, and inflow cannula malposition. Although it was reported that the death was not considered to be device related, the cause of death is unknown.

Manufacturer narrative:
Section b5: the patient's history of ischemic cardiomyopathy with ventricular tachycardia, right ventricular dysfunction, and inflow cannula malposition will be reported under MFR # 2916596-2022-00849. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) and patient outcome cannot be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and death as adverse events that may be associated with the use of the heartmate ii lvas. Additionally, section 6 lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.